Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) to (B)(6) with blood glucose of 440 mg/dl. The customer's other blood glucose was 374 mg/dl, 317 mg/dl, 249 mg/dl. The customer did experienced the symptoms such as dehydration, vomiting. The customer was treated by insulin drip, bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer stated that auto mode not active. The insulin pump will not be returned for analysis.